Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review of the manufacturing lot is not possible since the lot is unknown. The root cause cannot be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
A customer reported to baxter (B)(4) that the connection between the patient connector of the transfer set and the titanium adapter separated. The product was in use for a couple of days. There was no patient injury or medical intervention.